Event description:
It was reported that the device was used during a thoracotomy. The device misfired. Unknown how case was completed or patient consequence at this time.

Manufacturer narrative:
Evaluation summary: the device was returned with no visual non-conformances and with no cartridge loaded on the device. The device was tested for functionality with a test cartridge. The device fired, cut and formed all the staples as intended, however, after fired, cut and formed all the staples as intended, however, after testing the device with thicker foam to test under pressure some resistance was felt. After further analysis it was noted that the device firing mechanism was damaged. The device was disassembled to verify the condition of the internal components and the release button as it was noted to had jammed with the indicator gear.